Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx stents were implanted into the rca. Approx 10 months post index procedure the patient suffered gi bleeding. The patient was on dapt 24 hours prior to the event. The patient was treated with a blood transfusion and a medication change. The patient recovered. The investigator assessed the event as not related to the index device but possibly related to anti-platelet medication.